Event description:
Boston scientific received information that this left ventricular (lv) lead was suspected of having dislodged during implant. Intermittent loss of capture (loc) was observed. The patient had no symptoms as a result. The physician decided to turn off lv therapy rather than do a surgical intervention at this time.

Manufacturer narrative:
To date, this lead remains implanted. No further information is expected at this time.